Event description:
Related manufacturer reference number: 2017865-2023-00644, related manufacturer reference number: 2017865-2023-00645, related manufacturer reference number: 2017865-2023-00647. It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient's system revealed an infection. The patient's device was explanted. No intervention was reported to address the system leads. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned correction: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.